Event description:
Customer reported that a donor sample was run on the galileo for the pool cell screen and had resulted as negative. The sample was then tested on ortho gel where a 1+ reaction was obtained.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention crrs (pooled), lot n176. This was used by the cusotmer at the time of the event.customer's returned donor sample exhibited 3+ hemolysis. Manual testing was performed with the sample (reported to contain anti-d) using retention capture-r ready-screen (pooled), lot n176, and capture-r ready-screen (4), lot k200 (for comparison purposes). Sample was nonreactive in all testing.hemagglutination tube testing was performed with the sample using retention panoscreen I, ii, and iii, lot 40995. Testing was performed at all temperatues and immuadd, lot 7c5511-1 was used as potentiator. Sample was nonreactive in all testing, including microscopic examination at iat.